Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced loss of consciousness, and an ambulance was called by an unknown person. When the paramedics took a fingerstick the cgm was reading 3.7 mmol/l and the blood glucose reading was 1.6 mmol/l. The patient was treated with a glucose 15 oral gel. No further treatment was reported to have been necessary and the patient did not go to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.